Event description:
From staff: at the time of stapling pulmonary artery, the stapler misfired. When jaws of stapler were opened some staples remained attached to both the stapler and the pulmonary artery, which did not allow for proper staple line/cutting of the pulmonary artery. It took meticulous work by the physician to figure out a way to remove the stapler from the pulmonary artery without severing the artery and causing severe, potentially life-threatening bleeding. When the situation was noted, the anesthesiologist was called to the room to insert an arterial line and prepare of significant blood loss. It appeared the stapler was on it's next to last life when this event occurred. An additional stapler and supplies had to be opened. From op report: the surgeon attempted to open the robotic vascular stapler, it appeared that this was stuck to the wall of the ongoing pulmonary artery. The surgeon attempted carefully although was initially unsuccessful in freeing this off. The attending anesthesiologist was then called into the operating room and requested to place an arterial line immediately to be prepared to deal with catastrophic bleeding. While the anesthesiologist obtained arterial line, the surgeon was able to meticulously free up the staple just from the arterial line without causing any injuries to the ongoing pulmonary artery. Next dissection performed on both the superior pulmonary vein as well as the truncus branch of the pulmonary artery. The superior pulmonary vein was divided 1st with the help of a handheld vascular stapler. A new robotic vascular stapler was then obtained and was used. The truncus branch was then divided with the help of this new robotic vascular stapler.